Manufacturer narrative:
(B)(4). Device internal memory and ECG were reviewed for this incident. Conclusion: customer reported that the device operated properly.

Event description:
During deployment, the subject was not resuscitated.